Event description:
It was reported that a user experienced high blood glucose of 374 mg/dl while using the ilet with a prefilled fiasp pumpcart, noted leaking in the pump¿s cartridge slot, and completed a supply change after confirming disconnection; troubleshooting and education were provided, and glucose returned to range afterward. Customer care provided support that included remote review of device data and user-guided troubleshooting. Investigation of this case revealed evidence consistent with insulin delivery interruption due to leakage at the cartridge interface, with function restored after cartridge and set replacement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable connection or cartridge seating issue leading to transient under delivery.